Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided pump reset information, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction code occurred again, which customer acknowledged and understood.